Manufacturer narrative:
Device alarmed constant failed battery test after battery installation due to corroded electronic assemblies. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to failed battery test. Unable to verify low battery alert or pump error 25 due to failed battery test. Device received with scratched case, cracked battery tube threads, missing display window cover, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay and faded serial label number. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had power error alarm and was going through batteries very fast. The customer was able to clear the alarm and rewind the insulin pump. The notification light immediately stopped flashing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.